Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿ during patient treatment and the pump stopped. The pump was replaced during treatment. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. New information has been provided by the ssu (sales and service unit) dated on 2024-09-10 that the patient expired. Complaint ID: (B)(4).

Manufacturer narrative:
New information has been provided by the ssu (sales and service unit) dated on (B)(6) 2024 that the patient expired. The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The event occurred in india. It was reported that the hl20 pump displayed the error message ¿runaway¿ and the "art mode was not working" during patient treatment and the pump stopped. The pump was replaced with another one. New information has been provided by the getinge ssu (sales and service unit) dated on 2024-09-10 that the patient passed away on (B)(6) 2024. After patient was shifted ICU, patient doesn't respond due to multiple organ failure. The reported failure "runaway error" can cause an unintentional pump stop. Due to reported death of the patient a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2024-09-18 and could reproduced the reported failures. The optical tacho board and console control board were replaced. The device was than observed for more than 2 days with no alarm. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was sent back to the customer. The affected parts (optical tacho board and console control board) were not made available for further investigation at the manufacturer. The error message "runaway" can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of:- communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A similar complaint was investigated for the reported failure "art mode not working" by the getinge life-cycle-engineering (lce). The reported failure was caused most probably by placing or removing a pump module on an active pump socket (hot plug) which causes disturbing of the control signals of the pump mode. This lead than to a damage either on the console control module (ccm) or on the console control board on the ccm. The reported failure and the application method described by the customer was evaluated by getinge medical affairs team on 2024-11-20 as follows: "an evaluation of the cited event in addition to the report from the service suggests a possible association between the outcome of the patient and the reported event. The service report states that ¿no one was harmed onsite,¿ but is unclear what is meant by the statement as it appears to be in conflict with the narrative from the customer. Because of the statement from the customer of an association of the reported event and the outcome of the patient, a possible association cannot be ruled out; however, it is unclear how and to what extent the ¿runaway error¿ contributed to the outcome of the patient. It is described that the patients body temperature was approximately 22 c° during the time when the pump stop occurred and that the pump was exchanged within 2-3 minutes. The potential of harm that occurs in less than 3 minutes during device exchange may be limited as the oxygen consumption of the patient is substantial reduced by the low body temperature. The reported event does not explain a correlation between the pump stop and the expiration of the patient after the patient was able to be transported to the ICU. It is recommended in the hl20 instructions for use that the emergency hand crank is available if a pump should fail. The emergency hand crank serves to maintain blood flow. In absence of more details and as the customer is unwilling to provide more details regarding the event, it is challenging to attribute the expiration of the patient to the reported event. It may be assumed that given the temperature of the patient (22 c°) as well as the rapid exchange of the hardware, it is unknown if the event contributed to the outcome of the patient as both situations may have served as mitigations to harm during the equipment exchange." Based on the results the reported failure "error message ¿runaway¿ and the art mode was not working" could be confirmed. The review of the non-conformities has been performed on 2024-10-24 for the period of 2014-04-16 to 2024-08-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-04-16. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung machine hl 20/ en-03 / nonus / 2020-12. Chapter 2.2.4 general precautionary measures during use avoid extreme and sudden changes in the flow rate, especially during pulsatile pumping. This can lead to a run-away error. Chapter 6.3.2 using the hand crank the hand crank can be used to drive a pump manually if the pump should fail. The customer will be informed about the results by the getinge sales and service unit. Since no systemic issue could be determined consequently, there was neither a starting point for corrections, corrective actions or fsca nor were these actions necessary. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
New / additional information was provided by the ssu (sales and service unit) dated 2024-09-10 that was mistakenly not entered on the initial importer emdr (B)(4) that was submitted 2024-09-12.

Event description:
Complaint ID: (B)(4).